Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the lower abdomen on (B)(6) 2019 using the cool advantage+ cool core contour applicator and to the bra roll on (B)(6) 2019 using the cool advantage cool core contour applicator. The patient developed paradoxical hyperplasia (pah/ph) in the bra roll 2 months after treatment and in the lower abdomen 7 weeks after treatment. The patient was diagnosed with pah in the lower abdomen on (B)(6) 2020 and in the bra roll on (B)(6) 2019. The pah in the bra roll was described as slightly softer. The pah was described in the abdomen as increase in firmness.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the lower abdomen on (B)(6) 2019 using the cool advantage+ cool core contour applicator and to the bra roll on (B)(6) 2019 using the cool advantage cool core contour applicator. The patient developed paradoxical hyperplasia (pah/ph) in the bra roll 2 months after treatment and in the lower abdomen 7 weeks after treatment. The patient was diagnosed with pah in the lower abdomen on (B)(6) 2020 and in the bra roll on (B)(6) 2019. The pah in the bra roll was described as slightly softer. The pah was described in the abdomen as increase in firmness.